Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 78 and blood glucose was 280 mg/dl. Customer reported that sensor cannula was not bent. Customer was advised to calibrated three to four times a day as customer was only calibrating twice per day. Customer was advised to monitor blood glucose and that sensors would be replaced.

Manufacturer narrative:
Evaluated one random opened/used partial sensor and did resistance test and sensor failed per specification. We were unable to confirm anomaly due to customer not returning insertion needle only sensor.